Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bivalirudin was ordered 125mg/250ml/"mcs" and/or hit at 0.5mg/ml. The medication had been infusing as 250mg/50ml critical care at 5 mg/ml. When making the adjustment to the "mcs", the pc unit did not have it programmed nor would it allow the customer to change the dose to 125 mg. The customer moved the medication to a different pc unit where it could be programmed correctly. The patient did not have therapeutic partial thromboplastin time (ptt)'s test prior to the shift change but once programmed and 10% rate change adjustments made, the patient was therapeutic at 1800. There was patient involvement but no harm.

Event description:
It was reported that bivalirudin was ordered 125mg/250ml/"mcs" and/or hit at 0.5mg/ml. The medication had been infusing as 250mg/50ml critical care at 5 mg/ml. When making the adjustment to the "mcs", the pc unit did not have it programmed nor would it allow the customer to change the dose to 125 mg. The customer moved the medication to a different pc unit where it could be programmed correctly. The patient did not have therapeutic partial thromboplastin time (ptt)'s test prior to the shift change but once programmed and 10% rate change adjustments made, the patient was therapeutic at 1800. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,b,c,d,g codes and manufacturer narrative omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd